Event description:
It was reported that during a revision by pass procedure, after a few bites, the instrument jaw would not open. A new device was opened to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was received with the tip of the I-blade broken and not returned and excessive dried body fluids on jaws. The device was partially tested with a generator and the device performed as required during testing; though all testing could not be completed due to the damaged I-blade. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and closed. It is possible that excessive body fluids influenced the opening and closing of the jaws in addition to the broken I-blade. The accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.